Manufacturer narrative:
Date of event is estimated. The event of ipg explant/replacement due to ipg becoming inoperable was reported to abbott. Only the ipg was replaced. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost stimulation. . As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.